Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The evaluation found the fan air vent inside the lamp chamber was clogged causing the lamp to overheat. The non-olympus lamp life meter reading was 414+hours, the light intensity output was out of specifications, another cause of the overheating. The scope socket latch mechanism was not protecting the pins due to excessive stress caused by poor connection. The front panel mouth was damaged, the air pump pressure was low, and there was heavy dust was inside the unit. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the light source experienced communication error codes e101 and e103. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the"e101 error (clv temperature error)" issue and "e103 error (clv lamp lightning failure)" malfunction would likely be related to heavy dusts inside the device including heat sink and cooling fan, causing the inner temperature of light source device raised, and therefore safety mechanism deployed and worked. Olympus will continue to monitor field performance for this device.